Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump abruptly stopped pumping. The impella device had been running on p-8 for 10 days at the time of the pump stop. The medical team in charge of the patient's care was aware of the possibility of potential pump stop and had been notified days prior to the pump stop to monitor the motor current. The patient had no destination therapy or advanced heart failure goals. The patient's family was not amenable to the withdrawal of the patient's care and the medical team planned on keeping the impella implanted until motor failure as there were no other options. The medical team would not offer to replace the device nor offer advanced therapies due to the patient's poor condition. The patient expired after the pump stopped and was unable to be restarted.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The long-term log shows that the pump stopped on day 10 of support. Several attempts were made to re-start the pump and eventually it was restarted. The cause of the pump stop was not determined since product was not returned for investigation. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.